Manufacturer narrative:
Communications/ interviews: unit was not inspected; the customer reported the unit was working fine. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a gas loss alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated field: b4, d4(unique identifier (UDI) #), e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.